Event description:
It was reported that low, out of range, ventricular lead impedance was noted. The physician elected to make any changes and decided to monitor the patient only. The patient¿s condition is good.

Manufacturer narrative:
(B)(4).